Event description:
Medtronic received a report that the patient had an arteriovenous malformation (avm) for which the doctor decided to treat the patient with onyx and apollo microcatheter. According to the doctor, he saw the distal leakage in apollo microcatheter during the procedure while he was injecting onyx in it. So, took that catheter out from the patient and place the new apollo. There was catheter leak in the distal section. The catheter was inspected prior to use. Catheter leak was observed during use. There was catheter puncture (guidewire/stylet) in the distal section. There was no friction or difficulty during insertion of the guidewire/stylet. Aside from puncture, there was no other damage to the catheter. There was no kink or damage on the guidewire/pushwire/stylet. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an avm. The access vessel was the eca with a diameter of 1.5 mm. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.